Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of hypoattenuated leaflet thickening (halt) was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Halt may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). As limited information was provided, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position. On postoperative day 2, the patient returned with halt. No additional information is available.